Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were outside the acceptable range. The customer stated that the water test was last performed on 02-apr-2018, which passed. There were no errors on the system. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and replaced the valves, probes and seals. The cse ran adjustors and quality controls and verified the operation of the system. Samples were evaluated post service, which were still giving questionable results. During the follow-up service visits, the cse performed a complete service call and cleaned the mold off dilution well with sodium hydroxide. The cse replaced the dual resolution dilutor seals and detent gasket and then cleaned the luminometer area. The cse ran precision testing and quality controls, which were acceptable. The customer stated that the issue resolved after service intervention. The cause of the discordant psa, lh, fsh, prl, and anti-tg ab results on patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant prostate specific antigen (psa), luteinizing hormone (lh), follicle stimulating hormone (fsh), prolactin (prl), and autoantibodies to thyroglobulin (anti-tg ab) results were obtained on patient samples on an immulite 2000 xpi instrument. The customer only provided example of psa and lh discordant results obtained on separate patient samples. The samples had initially resulted elevated and upon repeat testing were lower than the initial results. The customer stated that the repeat results were in-line with the expected results. The customer retested the samples post-service intervention and obtained the expected results. The customer stated that 15 of 50 samples being impacted required corrected reports. It is unknown if the initial and/or repeat results were reported for the rest of the samples. There are no reports of patient intervention or adverse health consequences due to the discordant psa, lh, fsh, prl, and anti-tg ab results.

Manufacturer narrative:
The initial MDR was filed on 30-apr-2018. Additional information (05-jun-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find mechanical, reagent level sense or sample level sense issues. The hsc specialist reviewed the service report and indicated that the parts replaced could have contributed to the issue but there was no evidence of those parts being defective. This is considered an isolated event.